Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during an internal fixation surgery, the tip of a meta-tan comp screw starter drill broke during use. The piece was retrieved. Surgery was finished after a delay of 30 minutes or less, with a sn back-up device. No further complications reported.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device was found to be fractured along the thread, rendering the device inoperative. The device shows signs of extensive use. The fractured component was returned. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. The clinical/medical evaluation concluded that per case details, the broken drill piece was retrieved from the patient. The procedure was completed using a back-up device with less than 30 minutes delay. Since no further complications were reported, no further clinical/medical assessment is warranted at this time. Should any other relevant clinical/medical documentation be provided, this case would be re-assessed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A contribution of the device to the reported event could be corroborated as the device shows signs of damage/wear. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.